Manufacturer narrative:
(B)(4).

Event description:
Subsequent to initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ subsequent to initial MDR. D4: primary UDI number - correction. G3: date received by manufacturer - additional. H2: additional information/correction. H10: corrected data. H6: component code - additional.

Event description:
Subsequent to initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.